Event description:
The consumer alleges as getting out of bed and went to stand up, the left leg of the walker collapsed in, causing to fall and break the left hip. Consumer had loss of cartilage in the left hip, prior to this event.